Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (15 mg/ml, 5.0 mg/day) via an implantable pump for non-malignant pain and pancreatitis. It was reported the patient was sent to the ER the evening of (B)(6) 2020 for possible overdose. Per the managing hcp, and ER hcp, the patient was admitted to the hospital for being hard to arouse. A rep was paged by the managing hcp to go in to have the pump turned down. Per hcp orders, the pump was reduced 50% from 5.0 mg/day to 2.5 mg/day. There were no known environmental, external, or patient factors that may have led or contributed to the event. The issue was resolved at the time of this report. On 2020-sep-30, additional information was received from the manufacturer representative (rep). They reported the "possible overdose" was not confirmed. The cause of the "possible overdose" and difficulty to arouse was "unknown". The hcp was not contacted to confirm the information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) reporting that the patient was admitted due to being unresponsive. It was reviewed if the caller wants logs, she will have to interrogate the pump. She will interrogate the pump tomorrow ((B)(6) 2020) to retrieve this information as the caller was not with the patient.